Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase. Unable to confirm e70 alarm in history file due to motor error alarm. No a35 alarm noted. The insulin pump has cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error after being exposed to an MRI. Customer's blood glucose reading was 143 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.